Event description:
It was reported that during implant, the lead was advanced to the right ventricular apex and initial impedance was high without extending the helix. The signal looked normal, so helix extension was attempted. The helix would not extend in vivo. The lead was removed from the patient and tested on the table, but the helix would still not extend. A new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was on the helix mechanism. The helix extends and retracts within product specification.